Event description:
The hcp reported the pt was experiencing somnolence and respiratory depression to a rate of 8 breaths per minute. The pt was intubated and the pump was interrogated and reprogrammed to a lower dose. The pt is reported to have recovered without sequela.